Event description:
Reporter called stating that her freestyle libre 3 continuous glucose monitor (cgm) has completely failed and will not activate. She needs this device because she completely depends on it for treatment of her diabetes.